Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, resistance was observed while advancing the coil in the subject microcatheter. As per physician's opinion it was due to inner coating peeling issue of the subject device.

Event description:
It was reported that during the coil embolization procedure, resistance was observed while advancing the coil in the subject microcatheter. As per physician's opinion it was due to inner coating peeling issue of the subject device.

Manufacturer narrative:
Expiration date: added. Product available to stryker and returned date: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that procedural fluid was noted in the hub during inspection. The device hub was inspected and no delamination was noted. During function testing the microcatheter was flushed and procedural fluid exited the distal tip. The returned coil (associated device) was then advanced into the microcatheter without difficulty. A 0.0158" patency mandrel was then advanced through the microcatheter without difficulty. Since the reported difficulty transferring the coil from the sheath to the catheter could not be replicated during device analysis and no damage was noted to the microcatheter. The as reported coating peeling was not confirmed based on analysis of the returned device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.